Manufacturer narrative:
A bhr head (batch number not visually confirmed - 74121150, 15cw09345, sn (B)(6), and bhr cup (74120158, 14cw02944 sn (B)(6) were received for investigation following hip revision surgery for pain and elevated ion levels. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. A non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the cup. A wear patch was observed on the bearing surface of the head. Wear analysis was performed to review linear wear on the bearing surface of the bhr head and cup. The wear images identified a wear patch on the bearing surface of the head, and a wear patch on the edge of the cup which indicates edge loading. Maximum linear wear for the head was 9.8 m. On the cup maximum linear wear was 6.5 m, for a combined head & cup maximum wear of 16.3 m. After 3.9 years in vivo, the measured linear wear for the head is in line with the expected head wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. The available medical documents were reviewed. The reported elevated metal ions, ¿foreign body reaction¿ noted in the pathology report, operative report for the left hip, and pain and gross findings during the first revision and the left revision, are consistent with findings associated with metallosis for both hips. There did appear to be improvement seen in the second revision with only small amount of metallosis around the acetabular capsule and improvement in cobalt level but relatively constant level chromium ions. Prior to the left revision, the metal ions were still elevated. The source and the root cause cannot be determined with the available documentation and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. Based on the returned parts and the information provided the probable root cause is undetermined after investigation. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Patient reports pain, discomfort and elevated metal ion levels in blood.